Manufacturer narrative:
Concomitant products: sedr01 ipg implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited raising impedance and thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.